Manufacturer narrative:
The unit is a rental and will be returned to the rental company for repair. The customer did not provide patient information.

Event description:
The customer reported that the touch screen could not be calibrated. The touch screen is not responding.the customer reported that the unit was in use on patient, but there was no patient harm reported.